Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for follow up, the right atrial lead exhibited noise reversions. The noise could not be reproduced with isometrics. The lead remains implanted, the patient was stable.